Event description:
The customer reported that the insulin pump had recurring motor error alarms during the fixed prime. The customer's blood glucose reading was over 600mg/dl. Troubleshooting was performed, and the device passed the displacement test. The caller stated that the insulin pump was not exposed to an MRI. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and it was unable to prime during the prime test as a result of a loose drive support disk. However, the motor was tested outside of the device and passed.